Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shut down unexpectedly. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) noted that the customers. The customer reported that the device had powered down and alarmed several times. The device had previously been updated with the new power management (pm) board, but the issue had reoccurred after the repair. It was noted that the device was in an operational mode for nearly six hours, while on battery, and then placed back on ac (alternating current) power. No issues were noted while the device was running 30-45 minutes after returning to ac power; the device then shutdown abruptly and alarmed. During troubleshooting, the customer forwarded photos of the event log. It was reported that the logs showed the start-up time, but no shutdowns were observed after starting up; the logs did show that the device was operating on ac power. The customer verified that the device would power on with just battery power, and that the battery was charging. It was also noted that the event log showed the time the device was running on battery to the time the device was connected ac power. The event log still did not show any codes that the device had powered off. The rse noted that the customer mentioned that the pm board had previously been replaced. The rse advised the customer to replace the central processing unit (cpu); the pm board would be replaced by philips. A service engineer (se) was dispatched and reported that the power management board was replaced. The se noted that the customer provided a replacement central processing unit (cpu) to fix the issue. The resolution is pending.

Manufacturer narrative:
A service engineer reported that the central processing unit (cpu) was replaced, and the issue was resolved. The device successfully passed all performance tests and verification. The system meets the specification for the performed service and is returned to use.